Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty placing lead due to the patient¿s anatomy. Multiple stylets were attempted, and the lead lumen became sticky and hard to manipulate the stylets in the lead making it difficult to place. The lead was removed, and an alternate lead was implanted. No patient complications have been reported as a result of this event.